Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (resets) was confirmed. Upon investigation, the charger was resetting due to an internally shorted microcontroller on the bedside board being internally shorted. The root cause of the shorted microcontroller was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.